Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (belgium) experienced loss of stimulation therapy from the scs system. Surgical intervention was undertaken and the physician noticed the lead was damaged near the anchor. The physician replaced the lead. Effective stimulation therapy to the patient's pain pattern was reportedly recovered postoperative.